Event description:
It was reported "anaphylaxis after insertion of PICC. Code called. Patient resuscitated. Conclusion was reaction to PICC."

Manufacturer narrative:
A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.